Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that physical damage occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient experienced a physical damage to his sensor. While sleeping the patient¿s sensor (plastic part) separated from the adhesive patch. Upon waking, the patient was vomiting repeatedly. No medication or treatment was provided to the patient at this time and no bg meter reading was taken. A family member took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 519 mg/dl and the cgm was in a sensor failed state likely due to the sensor separation from the adhesive patch. The patient was diagnosed with dka and treated with potassium, insulin, an anti-nausea medication, and saline for dehydration. The patient¿s bg meter readings were monitored hourly and lab work was done every 4 hours to check the patient¿s ketone and ph levels. The patient was admitted overnight and discharged after being in the hospital for more than 24 hours. The patient has a follow-up appointment with his endocrinologist, but the date was not specified. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.